Event description:
Same case as MDR ID 2134265-2013-07536. It was further reported that the complaint was withdrawn for 2.50 x 12 mm emerge balloon and it has been related to the 2.50 x 16 mm pe plus study stent balloon.

Event description:
(B)(4) study. It was reported that during percutaneous coronary intervention procedure ventricular tachycardia occurred. In (B)(6) 2012, the subject presented due to stable angina and myocardial infarction. The subject was referred for cardiac catheterization. The index procedure was performed and the subject was enrolled in the promus element plus study. Target lesion #1 was a culprit de-novo lesion located in the proximal left circumflex artery with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.50 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 2.50 x 16 mm promus element plus stent with 0%residual stenosis. Target lesion #2 was a de novo lesion located in the first obtuse marginal artery with 50% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 16 mm promus element plus stent with 0% residual stenosis. During the index procedure, the 80% stenosis of proximal left circumflex artery and 50% stenosis of first obtuse marginal artery has been treated with pre dilatation by using 2.50 x 12 mm emerge balloon catheter and with placement of two promus element plus stents of the same size of 2.50 x 16 mm. Following dilatation, the subject experienced ventricular tachycardia which was treated by delivering shock of 200 j. The subject was discharged and aspirin and clopidogrel on the second day.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).